Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep found that the generator would not initialize and that the atp board made a beeping noise continuously. The rep discovered a loose connector on the atp board. The rep tightened the connector, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system was continuously beeping upon boot up and would not initialize. There was no patient involved.